Manufacturer narrative:
(B)(4).

Event description:
It was reported that pair new transmitter occurred. The product was evaluated. An external visual inspection was performed and passed. Test transmitter voltage was performed and failed due to 0v. A review of the share logs was performed and transmitter failed error was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. The reported event of a pair new transmitter is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.